Event description:
It was reported that the patient had a device check due to spasm in left flank area that was indicated as suspected diaphragmatic or phrenic nerve stimulation. The lv lead was programmed off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.